Event description:
There was an allegation of results from the cobas pro ise analytical unit for qc material and patient samples. The samples were repeated on another cobas pro line. Patient 1 initial sodium result was 147 mmol/l, and the repeat result was 136 mmol/l. Patient 2 initial sodium result was 158 mmol/l, and the repeat result was 142 mmol/l. The initial chloride result was 118 mmol/l, and the repeat result was 105 mmol/l. Patient 3 initial sodium result was 158 mmol/l, and the repeat result was 141.6 mmol/l. The initial chloride result was 118 mmol/l, and the repeat result was 104.5 mmol/l. The repeat results were believed to be correct.

Manufacturer narrative:
The sodium electrode lot number was dne43. The chloride electrode lot number was drr18. The expiration dates were not provided. The field service engineer found ther was an issue with a component. He replaced the sipper, vacuum nozzle, and pinch tubing. He ran ise checks and precision, which were within specifications. The investigation is ongoing.

Manufacturer narrative:
The investigation determined that the service actions resolved the issue.